Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there were pieces of the device that came off during surgery. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the valve seal, locking collar, and flapper door were broken on one instrument. The device was forwarded to engineering for further evaluation of the observed damage to the balloon. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified adequate adhesive was found on the bond perimeter of the valve assembly where the seal was bonded. The valve door was disengaged from the unit pivot mechanism. Replication of the broken flapper valve and disengaged seal is related to improper handling of the device. Forceful, prolonged handling of the device could have detached the main seals of the device. The valve door becomes stuck during the removal of instruments through the trocar, disengaging the door of it pivoting area. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).